Event description:
On 2/19/2024, it was reported by a sales representative via phone that (2) ar-3730sp double loaded knee fibertak anchor would not seat properly during insertion and were unable to capture. The case was completed using another ar-3730sp double-loaded knee fiber tap anchor from the same lot with no issues. There was a few minute delay in removing the anchors that would not seat. Nothing broke inside the patient, and no adverse effects on the patient. This was discovered during an mcl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper bone preparation, and/or surgical technique. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.